Manufacturer narrative:
(B)(4). On 20-may-2015, the customer, (B)(6), reported that after completing a patient procedure and moving the patient out of the gantry using the unload button on the control panel buttons, the CT table continued to move outward after the gantry panel button was released. This uncommanded movement stopped when the CT table reached the end of the patient support. The operator was able to remove the patient successfully from the system, in a controlled fashion; there was no report of harm to a patient, operator or bystander associated with this issue. The operator contacted philips help desk to inform them of this issue and also reported that an error message stating ¿gantry not ready - turn on keyswitch to reset gantry¿ appeared on the host monitor. The philips product support representative (psr) logged in remotely to review the log files and found s_couchmgr_vert_motion_stop_error error_fatal and s_manmot_vertical_stop_error error_normal errors on (B)(6) 2015. The psr then instructed the customer on the phone to reset the keyswitch. Once the customer performed the reset, the system was working correctly. No field service engineer was dispatched to the site and there were no part replacement. After the reset of the keyswitch, the issue did not recur at the site. The psr could not identify the cause of the error and the motion. The psr provided the log files for engineering assessment. Engineering reviewed log files and confirmed the errors identified by the psr. Engineering also determined that the unload command was stopped just as the couch reached the outer limit in the horizontal direction and the downward vertical motion was beginning. The stop command is a higher priority than the start command. It appears that the stop command for vertical motion was requested just before the start command. This resulted in the vertical down motion starting just after the stop request was sent. The motion was stopped 1.5 seconds after the stop request was sent when the stop answer was not received. This resulted in unexpected vertical motion of 35 mm. The software detected that the motion did not stop as requested and opened estop to stop the motion. Engineering further stated that the vertical motion stop error in this case is a software issue. Engineering evaluated this event and determined it to be of acceptable risk with the following mitigations: while the couch is in motorized motion, if the free-float was activated by the user, the system shall abort the motorized motion within 1 second from the free-float activation time. For the range of the patient load, if a resistance force equal to or greater than the value listed in the table below is detected during couch horizontal motion, the system shall abort the motion. While the couch is executing a controlled motion, if the actual horizontal position differs by more than 25mm from the commanded position, then the system shall stop the couch motion. The system shall provide at least one of the following measures for trapping zones: gaps in accordance as specified in iec 60601-1, ed. 3.0, clause 9.2.2.2 safe distances as specified in iec 60601-1, ed. Clause 9.2.2.3 guards and protective measures as specified in iec 60601-1, ed. 3.0, clause 9.2.2.4 continuous activation as specified in iec 60601-1, ed. 3.0, clause 9.2.2.5. The system shall be single fault safe against uncontrolled motion in accordance with iec 60601-2-44, cl. 201.9.2.3.1. Ed. 3.0. The psr instructed the customer to reset the keyswitch, which resolved the issue. A root cause of the issue could not be determined.

Event description:
The customer reported that after completing a patient procedure, and the operator was unloading the patient and the CT table continued to move after the gantry button was released. A philips product support representative confirmed there was no harm to a patient, operator, or bystander. The operator reported that a message stating ¿gantry not ready ¿ turn on key switch to reset gantry¿ appeared on the host monitor. The operator reset the key switch and the CT system worked as expected. Engineering reviewed the bug report associated with this occurrence and determined the ¿unload¿ command was stopped just as the vertical move was being started. This resulted in the downward motion starting as the stop request was being processed. The software detected that the motion did not stop as requested and opened estop to stop the motion. Total vertical motion was 35mm.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).